Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with broken battery tube threads, cracked keypad overlay at select button, and cracked lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had crack on side of insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.